Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-16. H6: investigation summary fifteen open 32g x 4mm pen needle samples were returned from lot. No. 0106051, cat. No.320561. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on eleven samples, a bent non patient end of cannula was observed on three samples. A clog test was carried out on the remaining sample and no issues were observed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that a pen ndl 32g 4mm hp 105 box de was unable to deliver medication during use. The following was reported by the initial reporter: "bent needles npe / not permeable".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 105 box de was unable to deliver medication during use. The following was reported by the initial reporter: "bent needles npe / not permeable".